Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ battery, battery / unknown serial no. / model #: unknown / catalog #: unknown / expiration date: unknown UDI #: asku, device available for eval: no, mfg date: unknown, labeled for singled use: no, (B)(4). Heartware ventricular assist system ¿ battery d4: battery / unknown serial no. / model #: unknown / catalog #: unknown / expiration date: unknown UDI #: asku, device available for single use: no, mfg date: unknown, labeled for single use: no, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced improper battery switching on their controller. The patient was exchanging a low battery on one port with fully charged battery connected on the other port and the power switched improperly to the port without a battery. The patient reports a long "beep" when this happened. There was a pump stop associated with that event. Two batteries were exchanged and the controller remained in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the controller and two batteries were not returned for evaluation. Log file analysis could not be performed since log files were not available for analysis. As a result, the reported event could not be confirmed. There is no evidence of the lubrication servicing on the power sources. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported premature power switching events can be attributed to communication errors and/or momentary disconnections between the controller and batteries. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one power source. Additional products: battery unknown serial number. H6: FDA method code(s): 4114. H6: FDA results code(s): 3221. H6: FDA conclusion code(s): 67 battery unknown serial number. H6: FDA method code(s): 4114 .h6: FDA results code(s): 3221. H6: FDA conclusion code(s): 67. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.